Event description:
The customer reported an incident involving a circumcision clamp that did not "seal properly". Pt bleeding occurred; pt received sutures. Analysis of the complaint device concluded that the bell and associated base-hole dimensions were within specification and the device as assessed functioned properly.